Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report: (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "underinfusion". According to the customer: "the patient in surgical emergency (hypovolemic shock), when performing transfer of the infusion pump from the "charger case" to the system of "tweezers", I noticed that the pump didn´t infuse the drug; there wasn´t an alarm sound."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at laboratórios b.braun s.a., são gonçalo, brazil: the usage history was extracted from the equipment and saved. The user did not provide information regarding the date of the event or the schedule in use. The user informed the medication in use: noradrenaline. We check in the history of use the last programming of this therapy: 2971 15/10/2022 21:19:53 drug short name no1x100. Programming and infusion occurred normally according to the history of use, being stopped, and restarted by the user several times. With successive changes in volume and flow. The equipment infuses properly, and the infusion error is within the uncertainty range specified for it. Equipment appears normal as used. Unconfirmed technical complaint. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.